Event description:
The MFR received info alleging a ventilator was alarming for low inspiratory pressure. The device was not in pt use. The MFR is currently investigation this event and will file a follow-up report when the investigation is complete.